Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by consumer (con) via company representative (rep) regarding a patient who was receiving morphine (10 mg/ml at 3.3 mg/day) and bupivacaine (10 mg/ml at 3.3 mg/day) via implantable infusion pump. It was reported that the patient had an MRI on (B)(6) 2021 and was told by the hospital employee that because the patient was only having a brain scan and the pump would not be affected. The patient was unsure if the pump was ever interrogated after the scan in march; however, during refill appointment on (B)(6) 2021 the pump was interrogated. The pump log indicated that a motor stall had occurred for 1,100 hours. The pump was re-interrogated and the pump log indicated that the motor stall recovered. The patient reported return of pain (for which the pump was supposed to help with) but was unsure whether the return of pain started before or after her MRI on (B)(6) 2021.